Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl due to a bent cannula. Customer treated with a bolus. Customer indicated that their doctor has not been contacted and their blood glucose value was also 600mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days. Customer was advised on proper insertion, taping and site techniques. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined further high blood glucose troubleshooting.